Event description:
The manufacturer became aware that a user alleges while using a bi-level continuous positive airway pressure (bipap) device, the power supply became very hot and a thermal event occurred at the ac wall outlet. There was no report of patient harm or injury. The actual date of the event is unknown. Despite multiple attempts, very little information is known and no product has been returned. The philips respironics dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs.) It is for use in the home or hospital/institutional environment. The user is cautioned "contact your health care professional if symptoms of sleep apnea recur. If you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, or if the enclosure is broken, disconnect the power cord from the therapy device and discontinue use. Contact your home care provider." Product labeling warns the user to "periodically inspect the power supply for signs of wear and damage" and to "replace the power cord if necessary." If additional information is received or if the device is returned for investigation, a follow-up report will be filed. There was no patient harm or injury associated with this notification. This device and accessories meet all relevant standards for flammability. Based on the available information, the manufacturer concludes no further action is necessary.